Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction (no image) was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed without further incident with a similar device. The length of the delay was minimal, there is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment.

Manufacturer narrative:
E1/establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center images are sometimes not displayed. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was delayed by 5 minutes at the start of the procedure. There were no reports of patient harm.